Event description:
It was reported that during use of this suture hook in a rotator cuff repair, the device broke. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the suture hook was received for evaluation without the detached portion. An evaluation confirmed the reported problem and found the needle tip detached at the weld, and the outer shaft slightly bent. An investigation for this failure mode remains in process. The information for use (IFU) informs the user of the following: cautions: avoid lateral stresses to the instruments or device function may be compromised and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.